Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Investigation is supported with prior investigations performed through the product technical investigation (pti) process.

Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope exhibited dirt on the objective lens. There were no reports of patient involvement.